Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 31mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The reported condition for this incident was that the staples did not deploy during the colon resection procedure. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. A representative anvil was used for all functional testing. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction. Therefore, no enhancements or improvements were generated for the reported condition. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). The device was returned 06/23/2016. (B)(6). (B)(4).

Event description:
According to the reporter, during a robotic anterior colon resection, the stapler cut without firing staplers.. The procedure was converted to open and the anastomosis was redone. The surgeon opened a new eea to do this. There was blood loss of 100cc, or time was extended by two hours, and no adverse event was associated with this delay in surgery. There was unanticipated tissue loss and tissue damage. It is unknown whether or not buttress material was used. Last known patient status: stable.